Event description:
Caller states that the device provided a result without blood being applied to the strip. No action taken based on results, no injuries reported. Requested return of suspect device and replacement was sent.